Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by handling the device in accordance with the following instructions for use: cf-lv1l/I,operation manual chapter 3 preparation and inspection states how to detect the event. Cf-lv1l/I,reprocessing manual chapter 5 reprocessing the endoscope(and related reprocessing accessories) states how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: distal end had a dent, nozzle was shaved, due to wear of angle wire, bending angle in down direction did not meet the standard value, due to wear of angle wire, bending angle in left direction did not meet the standard value, due to wear of angle wire, bending angle in right direction did not meet the standard value, due to clogging of nozzle, water removal ability did not meet the standard value, control unit had discoloration, connecting tube had a buckling, grip had a scratch, due to wear of angle wire, the play of upward/downward knob was out of the standard value, universal cord had a scratch , due to damage on charged coupled device unit, the image had shadows, adhesive on bending section cover was detached, no angulation when angulation control knob was turned, right/left knob had discoloration, grip had discoloration, due to wear of angle wire, bending section cannot be bent in up direction at all, distal end was shaved, due to wear of angle wire, the play of right/left knob was out of the standard value. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus field service engineer reported (on behalf of the customer) that there was no upward/downward angulation on the colonovideoscope. The issue was found during an unspecific procedure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the bending section cover had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.